Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the pressure transducer test during pre-use check. Our field service engineer investigated the ventilator on site and replaced the pressure transducer printed circuit board (pcb). The pcb were returned for further investigation. The returned expiratory pressure transducer pcb has been tested on a ventilator and it passed the pre-use check. The pcb has been set on ventilation. After 3 days the machine alarmed for peep low in which it dropped down to -4 instead of 8 cmh2o. Another pre-use check has been performed after ventilation, it failed with internal, pressure transducer and patient circuit tests. It was noticed by visual inspection that there was a liquid on the backside of the pressure transducer pcb which caused the reported issue. There is no information on how the liquid spill entered the ventilator system or what kind of liquid spill it was. A defect pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check.

Event description:
Manufacturers ref: # (B)(4).